Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed in an attempt to resolve the event, however, more episodes of noise resulting in oversensing occurred. The episodes were unable to be reproduced in clinic. No further action was performed to resolve the event and the patient will continued to be monitored. The patient experienced no adverse consequences.